Event description:
During an endoscopic lung resection procedure the surgeon fired 2 reloads. When he fired the 4th cartridge to close the lung vein, the device jammed and could not be released. Another device was used to close the vein and removed the jammed device and completed the procedure. There was no adverse patient consequence.